Manufacturer narrative:
DHR was reviewed, and the pump passed all previous tests. There are no previous complaints on this device. Pump was received on 1/22/2024 and tested on (B)(6) 2024. The pump's complaint stated. "(B)(6) and po# (B)(4). Complaint: the unit needs hex file. Action in our location: fail volume. Please send an estimate prior to repair." This means that the pump failed a flow rate test and needed a hex file to be created in order to calibrate the pump's offset correctly. Upon entering the information menu, the offset was originally set to 6% and then it was brought down -9% to -3%. In order to verify the complaint and flow rate effectiveness of the pump's calibration, the following flow rate testing report was used: connect tubing into reservoir. Prime tubing by gravity. Turn on the scale then, open infuscate on the computer and set total time to 8 minutes. Test 1: set prog to 125 ml/hr for 20 vtbi run the pump then press start on infuscale. Pass if the pump flow rate deviation is within +-4.5% accuracy. Test 2: (optional) if the customer reported the rate: set prog to (reported rate) ml/hr for a vtbi high enough to run for 8 minutes. Run the pump, then press start on infuscale. Pass if the pump flow rate deviation is within +-4.5% accuracy. The pump's infusion was ran at 125 ml/hr for 20 ml , using calibrated b2 tubing with tubing ID # b2-2967 and offset -2.18%. The recorded flow from the infusion was measured as 18.512 ml which has a -5.26% deviation and is out of specification. The reported issue has been confirmed, as the pump needs further calibration and the hex file re-uploaded. The pump will be further investigated underneath CAPA #zm2023-07.

Manufacturer narrative:
DHR was reviewed, and the pump passed all previous tests. There are no other complaints on this device. The pump was returned on 1/09/2024 and evaluation will be started.

Event description:
On 12/4/2023 zyno medical received a report that a pump was not infusing as programmed. A patient was involved. No patient harm was reported.

Manufacturer narrative:
DHR was reviewed and the pump passed all previous tests. There are no other complaints on this device. The pump was returned on 1/09/2024. Pump was tested on 1/24/2024. Pump's complaint stated, " (B)(6) is not infusing as programmed" and was coded as, "3fri1: flow rate issue - unknown issue" which is reportable. Pump was tested with the following protocol for flow rate testing: connect tubing into reservoir. Prime tubing by gravity. Turn on the scale. Test 1: set prog to 125 ml/hr for 20 vtbi run the pump then press run. Pass if the pump flow rate deviation is within +-4.5% accuracy. Test 2: (optional) if the customer reported the rate: set prog to (reported rate) ml/hr for a vtbi high enough to run for 8 minutes. Run the pump, then press start on infuscale. Pass if the pump flow rate deviation is within +-4.5% accuracy. The pump failed test 1 as the flow rate was measured at 21.146 ml which has a 7.91% deviation which is out of specification. The bottle weight was recorded on an and fx-500i scale with control # itv-eq-027, serial # (B)(6), and calibration date 3/30/2023 by essco. The calibrated tubing used had ID # b2-2967 with a reference offset of -2.18%. The final complaint will be categorized as, "1fri9: flow rate issue - infused faster than expected and flow rate accuracy above +5% but below +15% specification" which is not reportable, but a follow-up MDR will be completed due to the initial coding being reportable. The pump will be pushed to CAPA for further investigation underneath CAPA # (B)(4).

Manufacturer narrative:
This supplement serves as a correction: upon reassessment, the reported flow rate failure mode has been determined to be non-reportable. A flow rate accuracy below -5% but above -15% specification represents a severity of 1 - inconvenience or temporary discomfort. Our evaluation concluded that the event did not pose a risk to the health of patients, users, or bystanders. Furthermore, the report did not allege a serious injury or death, nor would a recurrence of the reported issue be expected to cause or contribute to a serious injury or death. Reference to complaint # (B)(4).